Event description:
It was reported that during a da vinci si lobectomy procedure the patient side cart (psc) power transitioned to the back-up battery power. With the assistance of isi technical support engineering (tse) the site replugged the psc into 3 different outlets, however, the issue persisted. Unable to resolve the issue the surgeon made the decision to complete the planned surgical procedure using open surgical techniques. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by isi field service engineering concluded that the power issue experienced by the customer was associated with the patient side cart medical grade power supply (mgps), power cord and the battery pack module. The mgps converts the ac power from the wall socket (through the power cord) and converts it to dc power for use on the system. The battery pack module provides a backup source of dc power to expedite the undocking of the system in situations where ac power is lost. The battery pack module was returned to the original equipment manufacturer (OEM) for evaluation. The OEM observed that gas gage board required replacement. Isi contacted the initial reporter on june 4, 2012 and she reported that conversion of the planned surgical procedure was due to the battery issue. She indicated that there was no harm to the patient due to the system issue and the patient tolerated the open procedure well and that it is unknown if the patient has returned to the hospital due to experiencing any post operative complications. No other information was provided. As of june 8, 2012, there have been no reported recurrences of the issue at this hospital.